Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with unspecified medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient was hospitalized for ¿seven to eight days¿ for the peritonitis and was subsequently discharged. The patient was treated with vancomycin injection (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. On an unreported date, pd therapy was discontinued, the pd catheter was removed and patient was shifted to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.